Manufacturer narrative:
Date rec¿d by MFR :04jun2019. The manufacturer's field service engineer confirmed the reported oxygen device failed error code found in the diagnostic log. The manufacturer¿s field service engineer (fse) replaced the defective flow sensor assembly to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The caller reported that the unit was not sensing tidal volume. However, working with the manufacturer¿s technical service person, an error code 1111 (oxygen device failed) was discovered in the diagnostic logs. The event date was not specified; estimate used.